Event description:
Oncall: call transferred from answering service. Pt calling to state that her cadd legacy sn (B)(4) is alarming and will not stop. He further reports that there is no message on the screen. Advised pt to switch over to other pump. Pt v/u. Informed pt that pharmacy will ship replacement pump. No other information available. Did the reported product fault occur while in use with a patient: yes. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: no. Dose or amount: 8nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.